Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. The device was not returned for additional evaluation and investigation. Per the instructions for use of the intrathecal catheter, catheter kinking is a possible risk of use of the device. The patient "had a lot of belly fat". It was confirmed that the physician had anchored the pump during the initial implant. Territory manager was unable to confirm whether the patient had twiddler's syndrome, but the representative did confirm that the catheter kinking was caused by the pump flipping. Internal complaint number: (B)(4).

Event description:
Patient tracking representative contacted technical solutions through e-mail to report a catheter that was revised for an unknown reason. Director of post market surveillance contacted territory manager covering the issue for additional details. Territory manager stated that the patient's pump had flipped many times and kinked the catheter. The managing physician found a discrepancy when they went to do a refill, and they had also problems interrogating the pump until they manually flipped it. The patient's catheter was revised and the patient's pump was reanchored. This MDR will capture the allegation against the catheter, while MFR 3010079947-2020-00363 will capture the allegation against the pump.